Manufacturer narrative:
Since a lot number was not provided, the device history record review could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for the analysis. The reported issue of air in the line was confirmed and a corrective and preventive action was opened to address the reported issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they have noticed air bubbles in the tubing. There was no patient harm reported.